Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient present presented for routine follow up, the atrial lead exhibited noise. The device sensitivity was reprogrammed, the patient was asymptomatic with the change. The patient would be scheduled for routine follow ups.